Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide to be broken. Functional testing found that the waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device fractured. Jaw improvements were implemented under (B)(4) to mitigate the risk of the jaw breaking when being torqued. Manufacturing records for this lot were reviewed and no non-conformances were found that could have contributed to the failure. No defects or damage were observed in the packaging returned that could have contributed to the reported defect. It was reported that the device was had an unusual sound. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had unusual sound or noisy.